Manufacturer narrative:
Qn#(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 137081. The device was functionally reviewed by the authorized service center which determined that the tips were out of alignment and service is required. Devices were subsequently serviced and returned to the customer according to procedure. 1 sample of 137081 was received for evaluation. The etched date of last service is 6/2017. The device in question requires regular service at an interval of 6 months which is overdue. No investigation is required. Device was serviced and returned to the customer.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.